Manufacturer narrative:
Received one device. Visual inspection performed and not issued found. Testing found no issues with the device. Cannot replicated compliant. Device seems to be working fine. Upgrade latest software. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cassette not attached properly error. There was no reported patient involvement.